Manufacturer narrative:
(B)(4). Date sent to FDA: 05/16/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6.

Event description:
It was reported that a patient underwent a urological procedure on (B)(6) 2021 and the mesh was implanted. It was reported that the prolene of the tape that remained in contact with the patient had very little good surface, since a network of three lines of threads remained after passing through the obturator membrane. The procedure was successfully completed. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3939296 and product code 810081. Additional information was requested and the following was obtained: ¿ please clarify, were there any patient consequences? During the procedure there were none. But dr. Thinks that in the long term incontinence can recur. ¿ if yes, was there any medical or surgical intervention performed? The surgical plan was continued according to the technique and the prolene mesh was correctly placed under the urethra. ¿ are there any plans to remove the device? Not for the moment.